Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon catheter could not cross the lesion. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of the forearm. A 6.00mm x 2.00cm x 50cm peripheral cutting balloon¿ was used to treat the target lesion. During the procedure, it was noted that the balloon was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a detached blade.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Approximately 8 mm of the proximal end of a blade had detached from the balloon and was not returned; however, the blade pad was still fully intact. It was found that approximately 1mm of the proximal end of the broken blade that remained on the balloon was bent outwards distally. The three remaining blades were fully bonded to the balloon and no damage was noted to the blades. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).